Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not duplicate the reported problem. Reseated flow senor. Completed testing with no problems. Unit meets specs.

Event description:
The customer reported that while in patient use the ventilator was alarming transducer fault. No patient harm reported.